Event description:
It was reported that pump displayed repeated cartridge change errors starting on 4/5/2026, occurring five times, and customer responded by repeatedly reloading cartridges, after which pump accepted them. There was no reported impact to the customer¿s blood glucose level. Customer later reported receiving both replacement and canceled pumps, and technical support advised which pump to keep, which to return, and how to use provided return labels, after which case was closed with no additional troubleshooting information available.